Event description:
The device was returned by a competitor after being explanted due to elective replacement indicator (eri). It was further discovered that this implant occurred after the recommended "use before date" of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion.